Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8 cm abdominal aortic aneurysm approximately three years ago. It was reported that three weeks ago the patient was transported to the hospital (B)(6) 2013 with a ruptured abdominal aortic aneurysm. The CT scan showed the aneurysm diameter had increased to 10 cm, and there was contrast in the aneurysm sac around the area of the flow divider. A cut down on the right was performed followed by inflation of a reliant balloon up to the gate. Contrast was injected from the top which showed an endoleak around the flow divider. The balloon was the placed in the main body and did an isolated limb injection which did not show the endoleak. The physician determined that the endoleak may be a proximal type 1 endoleak; therefore a 32 x 32 x 49 endurant cuff was placed. After ballooning an injection was done and still showed the endoleak. At this point both limbs were relined; however, but the endoleak was still present. It was also noted that the talent limbs were crossed and there appeared to be a connecting bar fracture of the bifurcated stent graft. A 32 mm diameter talent converter was placed from the right side and an 18 mm amplatzer plug on the left side. After ballooning the endoleak was found to have successfully resolved and no blood flow was going down the left limb. A right to left fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, aneurysm rupture, stent fracture); lack of information (unknown cause of connecting bar fracture). Conclusion: lack of information (unknown cause of connecting bar fracture).